Event description:
Patient reported having leakage at the connection of the cannula housing to the infusion tubing with this box of infusion sets. Patient stated the self-adhesive becomes wet and sometimes gets an elevated blood glucose level up to 320 mg/dl. Patient reported changing the infusion set and then taking a correction bolus with the infusion device. Patient uses the infusion set for 36-40 hours. Patient's normal blood glucose level is 120-140 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Patient disposed of the used infusion sets; no product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for evaluation.